Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead could not be fixed in place. The lead was no longer used and replaced. The patient was in stable condition post procedure.